Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed the occurrence of a critical battery alarm and multiple premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the "patient was seen in the clinic with observed power switching using all batteries." It was stated that "log files were sent previously and batteries marked." It was further stated that the manufacturer engineers reported that there were "no issues noted with batteries." "After discussion of ongoing issues, an elective controller exchange was performed." It was said that there were "no issues or sign and symptom to patient and problem was resolved." No additional information provided. Investigation is ongoing.